Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6), 2017, surgeon performed a case to treat a non union at l4/5. The patient had previously undergone a t10-ilium fusion. When speaking with surgeon, he informed me prior to the case that there was a non union at l4/5 which caused the rods to break. He exposed the fractured rods and used lateral connectors to place a second stabilizing rod on each side. In total, 6 lateral connectors were used (3 on each side). He also used and end to end connector to stabilize the rod at the fracture site. The case was completed successfully, and surgeon seemed pleased with the result.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.